Event description:
It was reported that both fox plus balloons ruptured during an attempt to treat a heavily calcified lesion. The first balloon ruptured at 14 atmospheres (atm) during the first inflation. The second balloon ruptured at 12 atm during the third inflation. No patient effects were reported. A non-abbott balloon was used to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second fox plus (part#82920-02/lot#687505) being filed under a separate manufacturer report number. Evaluation summary: the balloon catheter was returned with thick blood on and in the hub, shaft, balloon, in the inflation lumen and in the guide wire lumen. There was contrast in the inflation lumen and in the balloon. This is consistent with the reported information that the device was inserted into the patient anatomy; the balloon was inflated and ruptured. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. Analysis noted there was no damage to the balloon catheter. The balloon was returned loosely folded consistent with inflation of the balloon during the procedure. The inflation device used during the procedure was not returned. A new indeflator was used to pressurize the balloon when fluid leaked out a longitudinal balloon rupture. The rupture was located 3cm proximal to the distal balloon marker and extended proximally for a length of 2cm. There was a tear in the balloon extending radially from the rupture with scratches visible above the rupture. The anatomical condition reported were heavy calcification which suggests that interaction with the anatomy contributed to the scratches and subsequently resulted in the reported balloon rupture. In this case, the reported rupture appears to be related to operational context of the procedure and there are no indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated balloon pressure and balloon integrity.